Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 128 mg/dl. Upon troubleshooting, it was found that the display did not return. The customer stated that he slipped and fell, scratching the display screen as well. He also noted that the device may have been exposed to sweat. The caller was advised that the device be replaced. The customer stated that sometimes his blood glucose reading rose to 250 mg/dl, and he had experienced high blood glucose occasionally for a month to a month and a half. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape and no off no power alarms were noted. However, intermittent failed battery test alarms were noted due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface board. No battery heating anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.